Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. This emdr represents the bard/davol mesh ¿ composix l/p (device 2). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ ventralex (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2011 - patient was diagnosed with left lumbar hernia thereby underwent open repair with the implant of ventralex mesh (device 1). Per op notes, "a ventralex mesh (device 1) was placed to the abdominal wall using prolene sutures." (B)(6) 2012 - patient was diagnosed with recurrent left flank hernia thereby underwent open repair with the removal of previous mesh (device 1) and implant of composix l/p mesh (device 2). Per op notes, "there was a hernia sac and the mesh (device 1) was pulled away from the inferior attachments and just was a little posterior, the mesh was excised. A composix l/p mesh (device 2) was placed to the fascia using prolene sutures." (B)(6) 2013 - patient was diagnosed with recurrent left flank hernia thereby underwent open repair with the removal of previous mesh (device 2) and implant of ventrio mesh (device 3). Per op notes, "there was a hernia and part of this went through the mesh and pulled out superiorly and folded in on itself, therefore excised the old mesh (device 2). A ventrio mesh (device 3) was secured using prolene sutures through mid fascia around the edges."